Manufacturer narrative:
Patient city - (B)(6).

Event description:
Reference number (B)(4). Event occurred in the canada. It was reported on 17-sep-2024 that the patient encountered the infusion set cannula was crimped. The insertion site was at the back. The infusion set was in use for less than a day. No further information available.